Event description:
It was reported that the two radiofrequency programmer heads returned as associated devices subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable insulation was damaged and that the label was missing its back coating. The cable and the label were both replaced. Concomitant products: product ID 2090w programmer: product ID 2067l radiofrequency programmer head: product ID 229047 software analyzer. (B)(4).